Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a broken gripper line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Prior to inserting a device, it was noted that the patient had a large atrium and a retracted posterior chordae and posterior leaflet. The clip delivery system (cds) was inserted and grasping was performed. Echocardiography showed the leaflet insertion was good, with a good reduction in mr; therefore, the deployment sequence was started. While performing the gripper line mobility, it was noticed that the gripper line had ruptured, which caused the clip to lose capture of the leaflet anterior leaflet. The clip was able to be inverted returned into the left atrium (la). Once in the la, the clip was closed and removed without further issues. Two additional clips were implanted, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided a conclusive cause for the reported gripper line break and loss of leaflet capture cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.